Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device and battery logs revealed the occurrences of system fault (sf180) error message indicating a battery charger fault, battery inoperable alarms and total power failure and abnormal restart events in the astral device. Performance testing was able to reproduce the restart events and the alarms. Based on all evidence and investigations of similar complaints, the investigation determined that the internal battery was defective. The battery defect was due to an isolated component failure in the main circuit board (pcb) of the battery assembly. The battery pack was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.